Event description:
It was reported that the patient had diaphragmatic stimulation since the left ventricular (lv) lead was implanted. The lv lead was disabled and later was explanted and replaced due to heart failure symptoms returning. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, all conductors were distorted and had blood/body fluid (not obstructed). The outer insulation was melted and had cosmetic environmental stress cracking. The inner insulation was torn. The outer insulation was breached cut. There was apparent explant damage. The lead was returned with a tear on the tip of the lead. We did receive performance data collected from the device and have analyzed the data. The save to disk review revealed that no anomalies were found.